Manufacturer narrative:
Olympus followed up with the user facility to obtain more information regarding the report and was informed that the subject device was used to check placement of the endotracheal tube (ett) prior to performing the intended procedure, which was said to be a thoracotomy with right upper lobe resection. The staff reported that there was no issue when inserting the scope into the ett, but encountered difficulty during removal. Upon removal of the bronchoscope from the ett, the users noted exposed fibers and a small piece of black plastic material was missing. A different bronchoscope was used to explore the ett and patient's airway, and the user reportedly observed that black plastic material had fallen inside one of the patient's main stem bronchus. The material was removed by suctioning using the second bronchoscope. The flexible bronchoscopy was successfully completed and there was no patient injury reported. The subject device was returned to olympus for evaluation. A large portion of the bending section cover was missing when the device was received, with approximately 7mm of the bending section cover remaining at the distal end, and folded over itself. There were buckles on the insertion tube below the protector boot. The instrument channel was examined using a boroscope and kinks were observed on the channel wall, likely due to the buckled insertion tube. The bending section skeleton and elements inside the bending section area were examined and there were no protruding wires observed. These findings were determined to be due to mishandling. The device was refurbished. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus received a medwatch report, which stated "anesthesiologist performed a flexible bronchoscopy to check placement of endotracheal tube. When the scope was removed, md noted exposed fibers. Another bronchoscope was obtained and the same md explored the endotracheal tube, locating and removing a small piece of black plastic material."